Event description:
Event desc: the feeding tube was placed on (B)(6). The weighted end of the feeding tube had separated and was found excreted with stool on (B)(6).

Manufacturer narrative:
No injury was reported. The returned device was visually examined and found to have been broken or torn at the bolus (near the end of the feeding tube). Retention samples from the reported lot were tested. In order to duplicate a similar break more than 7lbs of tensile force was applied to the feeding tubes. It is unclear how these types of forces could be applied to the tube during clinical use.